Manufacturer narrative:
The field service engineer could not determine a cause and could not duplicate the issue. Corrective maintenance was performed on the analyzer, including electrode activation, tubing conditioning, and adjustment of the mixer. Calibration and controls were run multiple times and results were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that between (B)(6) 2019, they had ongoing issues with na+ electrode quality control recovery on the cobas integra 400 plus. The reporter replaced the electrode, but had issues with calibration. On approximately (B)(6) 2019, there was a discrepant na result for one patient sample. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 98 mmol/l. The sample was repeated on another analyzer, resulting with a value of 138 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected.